Event description:
According to the customer: according to the nurse in charge, the nurses has set the correct infusion rate for a chemotherapy on this pump but this ran over for 4.5hours on (B)(6) 2024 the patient has the infusion at 20:35 which should have ran for only 4 hours which means it should end at 12:35. According to her, this finished at (B)(6) 2023 2024 at 05:00am no patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date. General information: complaint:(B)(4). Information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6), software version: m030003, hours of operation: 18337, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-02-22 were investigated. A infusion was found with a rate of (B)(4) and a volume of 1040ml about 4 hours. 4 hours later the volume was reached and the kvo mode (keep vein open) started. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal on the lower housing were intact and undamaged. The device is slightly dirty and a kinked ribbon cable of the operating unit was found. No other visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of (B)(4) was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,07%. ((Accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device was slightly dirty but no other visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.